Manufacturer narrative:
The olympus asset was found to have otv errors e116, e117 and e118. The cause of the errors is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus asset visera 4k ultra high definition camera control unit was returned to for repair for a regular battery replacement. Upon inspecting and testing, error code e116, e117 and e118 occur intermittently. No death, injury or harm was reported. This report is being submitted to capture the e116, e117 and e118 errors that occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Please see updates to d5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (error codes e116/e117/e118) was unable to be identified. During the device evaluation, it was confirmed that the rubber foot was worn and the paint was peeling off the top cover. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.